Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 06/30/2025, it was reported by a facility representative via (B)(4) that an ar-300-b201 burr broke off. There was a slight delay retrieving the pieces but all pieces were retrieved, and the case was completely successfully with no patient harm. Additional information was received 7/3/25 indicating no additional anesthesia was used. The first burr broke during an mis bunion and the second during dmmos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.